Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she was trying to bolus and it would not deliver. She stated she got the message twice. She also mentioned her current blood glucose is 479 mg/dl. She took a manually bolus for the high blood glucose. She also stated she has made 2 set changes. Patient's bg at time of incident was 214 mg/dl. The customer treated for high blood glucose with manual injection. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. The insulin pump passed displacement test. Customer is reporting a past event of no delivery alarm. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.